Event description:
Thermachoice balloon checked prior to procedure, balloon intact. During procedure, product failed to do treatment. Noted to have holes after re-checking balloon. A second device was used without incident. No patient harm.